Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and catheter exit hole pain. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) amikacin (200 mg every day for 14 days) and ip vancomycin (2 g every two days for 14 days) for the event. Dianeal therapy was ongoing. Fourteen days after event onset, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.